Event description:
It was reported that the insulin would not come out when customer pushed the plunger on the reservoirs. Advised the customer the reservoirs would be replaced. Customer's blood glucose was 5.7mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.